Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient developed ventricular tachycardia while the device crossed the tricuspid valve with the delivery catheter. As a result, the device was not implanted, and the procedure was aborted. There were no further complications and the patient was stable.